Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak contained foreign matter. Complaint via email. Dmr #: 741. Po#: (B)(4). Defect material description: syringe tray, 10ml bd 20pk (ref. 309605), lot number: 6056654, item code: 309605 defective quantity: 1. Defect description: particulate found inside syringe. Submitted to our lab for ftir ID. Any remaining material will be sent back to bd for additional testing (if available). Observed date: june 4, 2026. Observed during which process stage: ilp. Ir/ dmi number if launched. Sample availability for supplier to investigate: tbd, is defective evidence (i.e. Pictures; test results etc.) Available? Yes, is patient impacted? No, if defect has been reported to third party? No, if the defect report from quva customer? No, is there a trend observed? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.